Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery sys (sds) was returned with no blood visible. There was contrast visible in the inflation lumen and in the balloon. The stent implant was dislodged and was returned. There were stretched struts on the first row at the proximal end of the stent. There was no other damage noted to the stent. There were crimp marks on the balloon where the stent had been between the markers. The balloon was loosely folded. The middle of the balloon was wrinkled. The tip was flared and torn at the distal end. There was a bend in the hypotube 2 cm proximal to the guide wire exit notch. There was no damage noted to the inner member. There was no other damage noted to the sds. The guiding catheter and guide wire used during the procedure were not returned. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of stent implant. The outer diameter measurements met mfg criteria. A new guide wire was backloaded through the sds with no resistance noted. Product performance engineering reviewed the incident info and analysis of the returned product. It was confirmed that the stent implant was returned dislodged from the balloon. Stent dislodgement can be influenced by many factors. Since there was no note of any damage to the sds or stent implant observed prior to the procedure, it is likely that the lesion characteristics and/or the guiding catheter contributed to the difficulties experienced. In addition, it was reported that the sds was inserted into the pt and removed on three separate occasions. The xience v instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. In this case, it appears that the resistance experienced crossing the lesion and stent dislodgement are related to the operational context of the product. However, although there are no indications of a product quality deficiency, a definitive cause for the stent damage, wrinkled balloon, tip damage, and bent hypotube cannot be determined. Product performance engineering will monitor the incident circumstances. To ensure stent dislodgment is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat multiple vessels. The lad lesion was pre-dilated and the 2.5 x 15 xience was advanced, but it was decided that a longer stent was needed, so the xience was removed. Another stent was used to treat the lad lesion. The next lesion was an in-stent restenosis (cypher) in the om, which was predilated, but the xience would not cross and was removed from the pt again. More procedural adjustments were made and the xience was advanced a third time and was able to cross; however, the stent could not be seen on fluoro, so the stent delivery system was removed prior to inflation. Once out of the pt it was confirmed that the stent had dislodged. The stent could not be found in the sfa, aorta or the coronary. After the guide catheter and guide wire were removed, the stent implant was found on the stable. It is thought that the dislodged stent remained on the guide wire and was removed with the other devices; however, it was also possible and it dislodged prior to the third insertion into the pt. No add'l event or pt info is available.